Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump did not turn back on, following a battery change. Customer's blood glucose was 179 mg/dl. The insulin pump was not dropped, bumped, or exposed to moisture. There was no relevant damage or corrosion. Customer did not have a new battery with which to test the insulin pump. Nothing further reported.